Event description:
While evaluating the pneumatic drill at the user facility, it was reported that a hole was found in the pneumatic hose. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was torn or cut as a result of customer abuse; the hose assembly was replaced. Add'l preventative maintenance was also performed, and various internal components were replaced. The device was repaired and returned to the customer.